Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-mar-11, additional information was received from the hcp. The cause of the pump site looking awful was requested. The hcp stated, "provider denies any issues with the pump site". The cause of the pump being loose was requested. The hcp stated, "provider denies any issues with the pump, the refill was normal". The actions taken to resolve the pump issues/infection was requested. The hcp stated, "pump refill was normal and no knowledge of infection". The status of the patient was requested. The hcp stated, "the pump refill was normal and the patient has not contacted our office post visit. The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient's representative, regarding a patient receiving dilaudid (0.550 mg/day) and bupivacaine (0.661 mg/day) via an implantable pump for spinal pain. It was reported the patient went in for a refill about 4-weeks post-op and the nurse practitioner (np) commented that the patient's pump site "looked awful", and told the patient "that thing looks awfully loose". The patient stated the np "grabbed and shook the pump around". The patient thought "maybe that tore something loose" as the patient developed a "bad staph infection" stating the pump site, stomach, back and chest were red. The patient confirmed they were working with the hcp regarding the infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump would be explanted tomorrow due to the infection; a new pump would be implanted after the patient healed. It was reported that the patient was on the highest drug dose of antibiotics and it was not helping.